Event description:
Pt had an intermedics dual chamber pacer implanted in 1996, with a vascor lead in their ventricle, mn 111-256, implanted also on that date. Capture threshold in ventricle showed abrupt rise on 04/04/2000 with intermittent loss of capture at 5.4v at 0.5 "milliseconds". Plan for new lead to be implanted.